Manufacturer narrative:
Correction to the initial and follow up 1 MDR in blocks b5, e1, and h6.

Event description:
It was reported that the patient's spinal cord stimulator (scs) was experiencing skin irritation when there is pressure put on the device and the stimulation was not helping her foot pain/coldness. The spinal cord stimulator was also not providing relief to her headaches. The patient also complained of discomfort at the site of the lumbar implant. The patient underwent an explant procedure. Additional information was received that the explanted devices will not be returned per hospital policy.

Event description:
It was reported that the patient experienced discomfort, had skin irritation, and headache. The patient underwent an explant procedure.

Event description:
It was reported that the patient experienced discomfort, had skin irritation, and headache. The patient underwent an explant procedure. Additional information was received that the explanted devices will not be returned per hospital policy.